Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On 18-feb-2016, an fse was dispatched to the customer facility to address the reported event. Fse began to troubleshoot the issues. Fse checked the waste chutes and found debris build up then used alcohol to clean both waste chutes and verified no errors by running daily check. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-2000st analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was waste chute was clogged.

Event description:
On (B)(6) 2016, a customer reported y axis cup transfer errors 2161 , y axis cup pick up 2162- waste shoot keeps clogging with cups/ they have been cleaning the waste shoot every few racks but request service with their aia-2000st analyzer. The customer is unable to run e2, fsh, lh ii, pth, and bhcg patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, fsh, lh ii, pth, and bhcg patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.